Event description:
The customer reported an erroneously falsely elevated patient result with hemoglobin (hgb) on an advia® 2120i hematology system, serial number: (B)(6). The result was considered discordant compared to an initial lower result. The initial lower result was questioned by the physician as it was lower than a historical result. The erroneously falsely elevated patient result was reported to the physician and was not questioned. A new sample was processed, and a result similar to the initial, lower result was obtained , the lower result, considered correct, was reported on a corrected report. There are no known reports of patient intervention or adverse health consequences due to the issue.

Manufacturer narrative:
An outside the united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding an erroneously falsely elevated patient result with hemoglobin (hgb) on an advia® 2120i hematology system, serial number: (B)(6). Service personnel went on site and found that the needle was loose and needed to be tightened as part of normal troubleshooting. After tightening of the needle, a hgb precision study was performed. Sd and cv were within tolerance. Additionally normal quality control was run in replicates of 10 through each mode and no issues found. Additionally, siemens reviewed the log files of sample aspiration which showed multiple sample/system flags related to the hgb. The advia 2120/2120i operators guide, sample/system flags section, states "through the use of complex flagging algorithms, laboratory personnel are alerted to suspected abnormal sample and/or system conditions. Sample/system flags appear on the run screen and the review / edit tab. Whenever such flags are triggered, the user should review the results and take the action recommended." As recommended, action should be performed by the operator before reporting results which are flagged. The system performed as expected and flagged the result. The system is operational and performing as expected. No further investigation required.